Event description:
It has been reported to us that the tip of the guide wire separated from the shaft and was able to be removed using a snare device. The physician inserted the guide wire into the patient for a peripheral case on the leg. The physician inserted a laser device over the guide wire and had difficulty advancing the device into the vessel. The physician performed laser procedure on the vessel. The physician pulled back on the wire and noticed that the tip of the guide wire was missing on fluoroscope. The physician then looked on the fluoroscope in order to determine the location of the separated tip. The physician was able to locate the tip and inserted a snare device and successful removed the separated tip. The case was complete and the patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated, upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.